Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via email customer has been hospitalized. Customer had a lot of trouble with the insulin pump the first 30 hours they used it. Customer had a cellulitis infection flare up and is receiving IV's. Customer had used 180 units of insulin in an 18 hour time span. Customer is not doing better and is properly changing the set and switching the sites. Customer advised their blood glucose levels continued to rise and no matter how much insulin they would take it would not go down. Customer declined to speak to the 24 hours helpline.